Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Associated products: battery/ (B)(4)/ model #1650de / exp. Date: 2017-07-31 / UDI (B)(4) device available for evaluation: mfg. Date: 2016-07-31 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two of the patient's fully charged batteries were lasting less than two hours when connected to the controller. The patient experienced critical battery alarms with both batteries and indicator lights on the controller were red. Both batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries have not been returned for evaluation. Additionally, log files are not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. D4: battery/ (B)(4) h6: results code: FDA 3221 conclusion code: FDA 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two of the patient's fully charged batteries were lasting less than two hours when connected to the controller. Critical battery alarms occurred with both batteries and battery indicator lights on the controller were red. Both batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two (2) batteries (B)(4), (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries were able to adequately provide power to a test controller without anomalies. Log file analysis pertaining to (B)(4) did not reveal any charge/discharge anomalies or any critical battery alarms within the analyzed period. As a result, the reported power consumption issue and critical battery alarms could not be confirmed. However, log file analysis also revealed a controller power up event on (B)(6) 2018, at 20:59:58. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 22% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 49% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 10 seconds. When the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This was likely perceived by the patient as the reported ¿indicator lights on the controller were red¿. A possible root cause of the reported red indicator lights was the result of the controller restarting after a loss of power. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. There is an internal investigation to capture events involving the controller losing power. Additional products: battery / (B)(4) d10: yes, return date: 2019-05-29 h3: yes h6: patient code(s): c50675 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4315 correction: a1, b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.